Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, the nurse found that the tip of the device was chipped during the middle to the latter half of the 13-hour long procedure. After that, the inside of the patient and the suction tube were checked and an x-ray was taken to look for the damaged part but did not find, then the procedure was continued in that status. The surgeon did not recognize if the jaws grasped forceps or clip during the procedure. The procedure was extended due to the search for the damaged part, but it could no be known if extended 30 minutes or not. The part fell into the patient's cavity and could not be retrieved. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip on the jaws fractured. The broken piece was not returned. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture . The device was plugged into an ft10 generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.